Event description:
Case reference number (B)(4) is a spontaneous report sent on 29-mar-2023 by a 43-year-old male patient concerning himself. The patient was healthy, with no allergies and no pathologies. The patient was not taking any concomitant medications. The patient had previously received treatment with restylane to nasolabial folds, supraorbital and malar in 2013 (10 years ago from date of report) at a different practice which was a more fluid product and less consistent than the restylane lyft used. The patient reported he had good results with this old restylane, and the product was reabsorbed after 1-2 years. In 2018, the patient received treatment with 2 syringes of restylane lyft to supraorbital, malar, nasolabial folds, gonial angle (unknown lot number, injection technique and needle type) for marked nasolabial sulci by a physician. According to the patient, the product was stored in a cool place. From the beginning of the treatment (in 2018), the patient reported that his face got really very full/bulky (implant site swelling). He experienced many lumps/hard nodules (implant site nodule). The affected areas were supraorbital, malar, nasolabial folds and gonial angle. The patient reported that according to a physician, they might be granulomas (granuloma skin) in the infraorbital region bilaterally, more evident in the right infraorbital rim; piriform triangle of the nasogenian sulcus bilaterally, bilateral jugal region and right mandibular angle. The physician made diagnosis of granulomas because there was hardening in the area on palpation and sensation of pendant volume of the surrounding tissues in the middle third of the face. In 2022 (last year from date of report), the patient had received treatments with hyaluronidase [hyaluronidase] 10 sessions every month for 10 months. The adverse reaction reduced about half but still persisted. The adverse reaction persisted after almost 5 years. At this time, the patient will undergo another session with ultrasound-guided hyaluronidase, and was also recommended to do an endolift intradermal laser to remove the product. The patient shared the results of the magnetic resonance test and highlighted that he has been deformed (cutaneous contour deformity) for a few years, which had greatly affected his self-esteem. The patient also shared that he had already spent a lot of money to reverse the process, still with little success. In (B)(6) 2023, the patient has a scheduled appointment with the physician who had raised the hypothesis of granulomas. According to the physician, currently patient was having traces of granuloma in right infraorbital region which was still palpable and voluminous lesions in the jugal region bilaterally, palpable nodular lesion in the right mandibular angle after several treatments with hyaluronidase. Before consulting with physician, the patient had already undergone several attempts to resolve the lesions with hyaluronidase treatment. The physician had no information about pre-treatment evaluation and knowledge of the technical details of the intervention that occurred primarily. Considering the anatomical sites of granulomas correspond to the sites of treatment with restylane lyft and that there were several. The physician agreed with the hypothesis that these were related to treatment with restylane lyft. The physician did not identify any other possible causes for the granulomas. The reporting physician had been following the patient in recent months and there has been a favorable evolution and thought granulomas were stabilizing, without complete resolution. Outcome at the time of the report: face got really very full/bulky was not recovered/not resolved/ongoing. Lumps/hard nodules was not recovered/not resolved/ongoing. Granulomas was recovering/resolving. Deformed was not recovered/not resolved/ongoing. Tracking list: v.0 initial v.1 fu received on 13-apr-2023 and 15-apr-2023 from the patient: event (deformed) added. Past filler treatment, lab test and corrective treatment details were updated. V.2 fu received on 28-apr-2023 from the physician. Case was medically confirmed. The location of event granulomas, reporter causality and outcome were updated.

Manufacturer narrative:
Company comment: the serious expected events of swelling, nodule at implant site and granuloma skin were considered possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and long-standing events suggestive of permanent damage. The potential root cause is the treatment procedure or foreign body reaction to the product in the local tissue. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious expected events of swelling, nodule at implant site and granuloma skin were considered possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and long-standing events suggestive of permanent damage. The potential root cause is the treatment procedure or foreign body reaction to the product in the local tissue. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2023 by a 43-year-old male patient concerning himself. The patient was healthy, with no allergies and no pathologies. The patient was not taking any concomitant medications. The patient had previously received treatment with unspecified fillers with no problems. In 2018, the patient received treatment with 2 syringes of restylane lyft to supraorbital, malar, nasolabial folds, gonial angle (unknown lot number, injection technique and needle type) for marked nasolabial sulci by a physician. According to the patient, the product was stored in a cool place. From the beginning of the treatment, in 2018, the patient reported that his face got really very full/bulky (implant site swelling). He had experienced many lumps/hard nodules (implant site nodule). The patient reported that according to a physician, they might be granulomas (granuloma skin). The affected areas were supraorbital, malar, nasolabial folds and gonial angle. In 2022 (last year from date of report), the patient had received treatments with hyaluronidase [hyaluronidase] 10 sessions every month. The adverse reaction reduced about half but still persists. The adverse reaction persisted after almost 5 years. Outcome at the time of the report: face got really very full/bulky was not recovered/not resolved/ongoing. Lumps/hard nodules was not recovered/not resolved/ongoing. Granulomas was not recovered/not resolved/ongoing.